Manufacturer narrative:
Initial and final MDR (B)(4) device 6 of 7 . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced (seven) infusion set issues on (B)(6) 2026. Patient reported that infusion set adhesive patch detached from cannula housing/base prior to insertion during package opening. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.